Event description:
A journal article was submitted detailing a retrospective review of departmental databases and medical charts for patients using the 7q medtronic micro vascular plug (mvp) to close large patent ductus arteriosus (pda) in infants <(><<)>2.5 kg. Medtronic¿s wholey guidewire was used for accessing the pda. One patient who was (B)(6) and weighing (B)(6) at time of procedure, had a significant lpa compression on the intraprocedural tte and angiography following device release. The device was snared and retrieved during the same procedure and a non-medtronic occluder was used to close the pda successfully. No complaint reported for the wholey wire.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Title: use of the medtronic microvascular plug 7q for transcatheter closure of large patent ductus arteriosus in infants weighing less than 2.5 kg author: nasef m.a., sullivan d.o., ng l.y., walsh k.p journal: catheterization and cardiovascular interventions year: 2022 vol/issue: 1 - 6 ref: 10.1002/ccd.30105 b3: date of publication medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.